Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicate with customer and confirmed that the flexvision monitor not working on half screen.. Review of the system log file showed flexvision pc malfunction. The rse suggested for replacement of flexvision pc , dvi and the biomed order and replace the flexvision and dvi. After replacement of the flexvision pc and installation of the software and dvi, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the display is not working. Philips has started an investigation of the complaint.